Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "encapsulated", "higher than the other" and "hardness". Healthcare professional later reported capsular contracture, baker grade v. Device remains implanted. This relates to the right side.